Event description:
On (B)(6), 2026, a 86-year-old male underwent procedure to treat an aortoiliac aneurysm with a gore® excluder® conformable aaa endoprosthesis (trunk¿ipsilateral leg, cxt device) and two gore® excluder® aaa endoprosthesis (contralateral leg, plc devices). On same day, a pseudoaneurysm was detected on the left access side, near to the common iliac artery. The pseudoaneurysm was resolved on next day without sequelae. Also, a cardiac arrest was reported after the procedure, he developed nausea and the patient was transferred out of the operating room in hemodynamically initially stable condition. Later, at unknown time there was cardiopulmonary resuscitation initiated and the cardiac arrest could be resolved without sequelae on same day. In that procedure, there were two gore® dryseal flex introducer sheaths (dsf) used, one dsf1833 from right side for the cxt281412 and one dsf sheath from left side to introduce the plc device. All gore® devices could be placed and deployed to the target location and without complication. The procedure was completed successfully. However, after the procedure a pseudoaneurysm found, it was at the left side where the dsf1433 (sn: 30826816) was introduced. No access related complication for this dsf sheath was reported; it remains unknown how this pseudoaneurysm could develop. The patient was discharged from hospital on (B)(6) 2026. On may 13, 2026, the study site reported again a pseudoaneurysm in the study database. The access was also on left side, same as reported on may 8, 2026. On may 15, 2026, the pseudoaneurysm was recovered on its own. Further, the new pseudoaneurysm was noted to be related to another event ("ae 03: a hematoma, progressive enlargement of a perfused pseudoaneurysm with increasing size over time"). Therefore, a re-hospitalization was required and reintervention was performed to treat the moderate diffuse hematoma in the left parailiac and inguinal region with extension into the bilateral scrotal region, progressive increase in size. The outcome is currently unknown. Further, it was reported by the study site that for events 03 (hematoma) and 05 (anemia) has a causal relationship. The issue was connected to a percutaneous closure non-gore device issue on the left side. These two adverse events reported to the left side are related to each other. The site also confirmed there is a causal relationship between ae 3 & ae 5. Currently, the anemia (ae 5) is not resolved yet; hence the event is currently ongoing. Patient has not recovered completely yet.

Manufacturer narrative:
A1: the patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). H6, code 'b15' is used for the ongoing communication with the study site, clarification of the sheath usage and pseudoaneurysm in the common iliac artery after the closure device was used. Pending investigation and no preliminary findings available yet. - a review of the reported sheath's serial/lot is pending and manufacturing records will be reviewed and included in the next report. Ongoing investigation to reach the final investigation findings and conclusions. The reported sheath is not available for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.